Manufacturer narrative:
Mfg batch record review found no discrepancies. The device was discarded by the hosp and was unable to be evaluated. A technical review of the records from r & d was also performed. The cause of the dissociation of the inner head from the liner was during closed reduction and was secondary to the dislocation of the outer bipolar head from the acetabulum. The dimensional info available shows that the devices were mfg in accordance with specified tolerances and materials and were not defective. At this time, jjpi considers this file closed.

Event description:
Liner disassociated from femoral hip head during closed reduction following dislocation.